Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an error message was displayed. Telemetry break is encountered while the test is ongoing. A sense amplitude test was ongoing, and it was aborted due to channel closure, then a text ¿an atypical condition detected by the device¿ was displayed for failure reason. The device remains implanted. The patient was stable before, during and the after the event.

Manufacturer narrative:
Please retract this report 2938836-2020-02331, as the serial number was unknown and has been identified as (B)(4) and the issue was previously reported as 2938836-2020-01801.